Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned, photograph provided.

Event description:
It was reported that while drilling pilot holes in a posterior spinal fusion, the bur broke. It was also reported that the broken pieces had to be drilled out of the pedicle hole. It was further reported that there was a delay of less than fifteen minutes as a result of this event, and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that while drilling pilot holes in a posterior spinal fusion, the bur broke. It was also reported that the broken pieces had to be drilled out of the pedicle hole. It was further reported that there was a delay of less than fifteen minutes as a result of this event, and the procedure was completed successfully.